Manufacturer narrative:
Device expiration date: unknown, device manufacture date: unknown. Investigation summary: one sample received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Inspection of the extension set under reveals a large crack in the female luer adapter. The crack in the female luer adapter is a crack on the body of the adapter that starts at the base of the thread engagement tab and runs down the body of the adapter along its longitudinal axis. A device history record review could not be performed on model 30914 because a lot number was not provided by the customer. The root cause of the issue seen in this complaint is the use of excessive force to tighten the luer connection. Excessive force applied to the female luer adapter when tightening can cause the female luer adapter to crack. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 extension set mic tubing 60 inch experienced leakage, and deformation/damage/cracking. The following information was provided by the initial reporter: material #: 30914, batch/ lot #: unknown. We have had another unit with issues as well now as of this morning. Are you able to provide an event date? (B)(6) 2021. Are you able to provide the lot number that was in use at the time of the event? No how many defective products are you reporting? 2 can you please provide additional details in regard to the leakage? (Where is the tubing set leaking? Is the tubing set broken or cracked? Etc.) The leak is caused by a crack that is at the connection point at the clave/syringe.